Event description:
Customer reported pt receiving chemotherapy (gemcitabine in normal saline). Infusion pump beeping air. Tubing removed from pump and slightly manipulated to remove air. At this time tubing became disconnected at hard blue part. A new tubing was obtained and the infusion was completed. There was no adverse pt effect. No additional info was available.

Manufacturer narrative:
(B)(4). The customer indicated the product will not be returned for eval as it was used for chemotherapy infusion. The lot number was not identified, therefore, lot history record review could not be performed.